Event description:
The issue is compatibility with the connecting cable. It was impossible to connect the connecting cable (reference (B)(4) lot f68667) to the device positioning unit (dpu). The surgeon removed the coil and used a second one to finish the procedure.

Manufacturer narrative:
The connecting cable was returned. Located inside the dpu's electrical connecter's cavity, the two posts are misaligned (bent). Located inside the left post is a synthetic organic polymer type of material. The connecting cable's exterior surface shows where the misaligned posts from the dpu left an indented impression at both the left and right connector lead-ins. The most likely root cause of the connection cable unable to be attached was due to the misaligned posts of the device positioning unirs (dpu) electrical connector. There was also a small piece of a polymer type material that was found embedded inside the left post. How and where this damage occurred to the interior posts of the dpu's electrical connector cannot be determined. It also cannot be determined if the embedded polymer contributed to the left posts loss of alignment or how and where it originated from. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." A CAPA investigation is not warranted as analysis of the returned device found no evidence of manufacturing or design defect. The manufacturing records for the device lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.